Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced obstructive urinary symptoms, pyuria, urinary tract infection, abdominal and pelvic pain. No explant procedure was reported. A CT scan was performed with no acute findings.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.